Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were "medium sized" air bubbles coming from the infusion set tubing where the luer lock was located. Reportedly, the customer's blood glucose level 160 mg/dl. The customer delivered a bolus and blood glucose level went down to 146 mg/dl. The customer declined further troubleshooting as the customer was confident on priming out the air bubbles.